Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. The home pt reported that they forgot to press stop on the homechoice machine when they disconnected. The home pt reconnected their transfer set to the pt line of the homechoice set and then received the system error alarm, per the home pt. Baxter's technical service center assisted the home pt in ending therapy. The home pt reported that they completed therapy with manual exchanges. No pt injury or medical intervention was associated with this incident, per the home pt.